Event description:
The patient was reportedly experiencing headaches after hitting the head. During an emergency room visit, CT scan was performed and showed fluid in the mastoid bone. The patient was prescribed antibiotics (type unknown), meclizine, and pain medication (type unknown). The patient was also experiencing vertigo, and the doctor prescribed a medrol pak for suspected neuronitis. There is no infection present and the patient is being monitored. Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.